Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin administration.